Event description:
It was reported that the patient experienced hypoglycemia with a lowest reported blood glucose of 47 mg/dl and observed that the ilet continued insulin delivery while low; the device log showed multiple unexpected meal announcements entered during sleep. Customer care provided assistance that included review of device-reported meal announcements and confirmation of software version. Investigation of this case revealed user-entered meal announcements inconsistent with patient recollection, which likely prompted insulin dosing during the period preceding the low glucose. No symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral carbohydrates and return to target range without medical intervention. It was concluded that the event was consistent with hypoglycemia associated with incorrect or unintended meal entries, with device function not confirmed to be in error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.